Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the patient experienced an episode of ventricular tachycardia. The patient was cardioverted, and the right coronary artery was stented to manage the complication. The patient needed more hemodynamic support, and the decision was made to escalate from an impella 2.5 to a impella cp.